Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system explant due to infective endocarditis. There were no further patient symptoms reported. This lead was removed and replaced.

Manufacturer narrative:
Should any additional information become available, this event will be updated.